Event description:
It was reported that during the implant procedure, the lead dislodged shortly after implant. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the outer insulation of the lead had a cosmetic depression. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that there was apparent explant damage to the lead.